Event description:
Obstetrical pt. Epidural catheter inserted through epidural needle, resistance was felt when pain medication was injected into epidural catheter. Catheter may have been manipulated in needle at that time. Catheter fractured with fragment approx 1.25 cm. Pt was discharged with fragment in place.